Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that customer received multiple intermittent occlusion alarms. It was also reported that customer received an auto-off alarm reportedly, customer did not interact with the pump prior to the alarm. There was no reported adverse impact to the customer's blood glucose level. The pump was replaced.